Event description:
A high drain error 101 (night drain cycle one) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2012 15:10:03. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(6). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was determined to be false empty detect at initial drain and I-drain alarm volume was met. If any additional information is received, a follow-up will be sent.